Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned for evaluation and the customer's complaint was confirmed. A proximal pressure railed alarm was observed in the device's downloaded event log. The device's sensor board was replaced to address the issue. Additionally, a proximal pressure drift alarm occurred. The sensor board was replaced for this issue. This would not affect the device's ability to deliver therapy. The device's detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan and micron filter were replaced as per preventive maintenance protocol. The device was cleaned and tested and passed all final testing. The sensor board was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. Due to having comprehensive testing prior to returning to the pil, no additional investigation is required.